Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -11.00/+1.5/089 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was reported as having excessive vaulting and the lens remained implanted. The patient will be monitored and is doing well. The cause of the event was due to the device.